Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm on. Endurant stent grafts were implanted during a secondary procedure for an unknown reason on (B)(6) 2015. Currently the vessels are severely tortuous and moderately calcified. It was reported that the patient presented emergently approximately 8 years post index procedure and approximately 2 years post secondary procedure with symptoms of a ruptured aneurysm. A type iii endoleak was identified where the contralateral limb pulled out of the contralateral gate (left) of the original talent bifurcated stent. A 14x16x105 talent limb was identified as the contralateral limb. The 16x16x199 endurant limb was identified as the device that pulled out along with the 14x16x105 talent limb. The endurant limb was used in a previous unknown secondary intervention to reline the stent graft. The physician implanted a 36mm endurant aui and 16x16x156 endurant limb from the left side to bridge into the existing system followed by a fem-fem bypass with another manufacturer plug placed in the right common iliac artery to occlude it. Post angio showed continued type iii endoleak. At this time, a 36mm endurant aortic cuff was advanced through the 36mm aui and implanted to the level of the renal arteries. Ballooned with reliant and again angio showed continued type iii enoleak. A second 36mm endurant aui was advanced through the existing aui and cuff at the level of the renal arteries and was deployed and ballooned. Final angio show that the endoleak was resolved. Per the physician the cause of the event is due to anatomy (aortic remodeling and tortuosity). No additional clinical sequelae were reported and the patient is fine.